Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that saline could not be suctioned with the 30ml syringe at all.

Event description:
It was reported that saline could not be suctioned with the 30ml syringe at all.

Manufacturer narrative:
The reported event is unconfirmed since the reported failure could not be reproduced. The inspector received one iap measurement device with no packaging. The saline spike was inserted into the concomitant bag and was inflated with 30ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The syringe was able to flush the solution through and withdraw the liquid back out with no issues. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Hang a bag of sterile saline on an IV pole. A pressure cuff is not required. 2. Open the bard® intra-abdominal pressure monitoring device tray. 3. Don gloves. 4. Mount the statlock® foley stabilization device on the patient per the enclosed instructions. 5. Open a pressure transducer kit (not included) in sterile fashion and place contents onto the open bard® intra-abdominal pressure monitoring device tray. Note: the bard® intra-abdominal pressure monitoring device adapts to the pressure transducer used in your ICU. Many pressure transducer variations exist, all which are compatible with the bard® intra-abdominal pressure monitoring device. Although a flush device is not required, the bard® intra-abdominal pressure monitoring device can be used with one. Option 2 below is available because many flush devices are permanent or difficult to disconnect from the transducer. Option 1: remove all attachments from the transducer (flush device, drip chamber, truing stopcocks, etc.) Until the transducer has only luer connections. Option 2: leave flush device and/or stopcock attached. Be sure the flush device is attached distally and capped at the end. 6. Grasp the coiled tubing and remove entire assembly from the tray. 7. Verify all tubing connections are secure. 8. Remove the protective cap from the saline spike and insert the spike into the saline bag. 9. Place the syringe on the bed or hang the syringe from the IV pole. 10. Connect the transducer to the end of the tubing labeled ¿transducer¿ using the provided. Stopcock as needed depending on the transducer assembly available. 11. Cap the opposite end of the transducer (figures 1 & 2) or flush device. 12. Mount the drainage tubing on the clamp. 13. Decide whether the pressure transducer will be mounted on the pole or the patient."